Event description:
Information received from the field notes that the patient presented for follow-up reporting discomfort and shortness of breath. The device was in backup mode and there was no communication. The device had previously gone into back-up mode two times, but each time, normal function was restored with a software download. The device was subsequently replaced.